Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there has been condensation in the cartridge compartment of the infusion device. The patient alleges that the condensation is insulin that has leaked into the cartridge compartment. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.